Event description:
Ligaclip used throughout the procedure without incident. Midway through, ligaclip fired but clip did not crimp, next attempt misfired, no clip ejected. Removed from field, new ligaclip obtained tested and used without incident.